Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient was sweating after the sensor was put into the arm. The display device was showing and alerting to low. The patient did not prick his finger; he was nervous so he called the paramedics. The paramedics pricked his finger and the fs was 400 mg/dl. The paramedics injected him 10 units of lantus. Sometime later, the patient pricked his finger again and the fs was 90 mg/dl. They wanted to bring him to the hospital but the patient said he refused because he was already feeling well. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.